Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance; the agent guided a complete supply change of the infusion set/detach and cartridge, after which insulin delivery was resumed, and the user elected to allow the pump to correct the elevated glucose. Investigation included customer troubleshooting, after which a successful restoration of insulin delivery following replacement of disposable components. No malfunction of the pump reported, and no symptoms associated with elevated blood glucose (measured at 204 mg/dl) reported. Outcomes included no injury, and resolution after the supply change with continued device use. It was concluded that hyperglycemia occurred with cause unclear and resolved following supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.